Manufacturer narrative:
The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained. Based on the information received, the cause of the reported incident could not be conclusively determined. The patient is showing as connected via merlin.net as of the closure of this investigation.

Event description:
New information received notes that user concern was noted by the patient due to the device not working.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the insertable cardiac monitor (icm) exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.